Manufacturer narrative:
Additional reporter: (B)(6), clinical resource analyst / device evaluation: the sheath, dilator, angiographic needle, and pressure tubing were returned. No damage was observed on the components returned for evaluation. The outer dimensions and length of the sheath were measured and found to be within specification. A laboratory insertion test was unable to be performed because the membrane was not returned for evaluation. We are unable to confirm the reported difficulty during insertion because the membrane was not returned for evaluation. And we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath as it was obstructed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).